Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fluid ingress. The reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log files; however, was unable to be reproduced during testing. The heartmate ii system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 18 days (27jan2023 ¿ 15feb2023 per timestamp). The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred during power source exchanges. These atypical alarms occurred intermittently between the time stamps of 28jan2023 at 22:08:12 - 14feb2023 at 20:57:32. The driveline was disconnected on 15feb2023 at 09:44:39 and the controller was shut down at 09:45:06. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing. The controller did not pass due to increased resistances in the wires. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. Upon further investigation, the controller was cut open to inspect the condition of the wires. No damage was found. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the increased resistances in the wires may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved with the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced power cable disconnect alarms and was unaware of the events at times. It was not confirmed if these alarms occurred while on battey power or not. The customer reported to have change out cables and clips on (B)(6) 2023. The log files displayed power cable disconnect(s) while tethered to the mobile power unit (mpu) and/or batteries due to possible controller cable fatigue. In addition, the log displayed slightly low voltages on rsoc (relative state of charge) while the patient was tethered on mpu and/or batteries most often due to controller cable fatigue. The controller was exchanged.